Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as a duplicate to a pre existing complaint.

Event description:
It was reported by the mera technician, that the water was not cooling during the functional testing prior to performing a pm for s/n (B)(4). He placed the device into manual mode with a target temperature of 4c. T4 did not drop below 28.5c. The system showed pump hours= 1635 and system hours= 1801. He provided the case data for the last 3 cases. The chiller tank reached 4c in all three cases. After replacing the pumps the water was able to cool. He stated that "an elbow was off and down in the reservoir, so that may have been the problem. He was unable to get a flow rate when the shunt tube was attached. With only the fluid delivery line (fdl) attached the device displayed a flow rate of 1.8lpm, inlet pressure (ip) of -6.9psi, and a pump command of 51%. When he reconnected the shunt tube, the flow rate dropped to 0.8lpm and the ip was -3psi. The tech tried two different shunt tubes and multiple valve sets. He confirmed that the fdl was properly seated, and that there was no visible damage. He removed the fdl and attached the calibration test unit (ctu). He was still unable to obtain any flow. The device displayed an alert 41 (low internal flow, insufficient internal flow during system priming or pre-conditioning). Per follow up, he ran a sensor calibration and noticed that the water sensor was only displaying three bars. He filled the device and ran a calibration. The device passed testing and was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the mera technician, that the water was not cooling during the functional testing prior to performing a pm for s/n (B)(4). He placed the device into manual mode with a target temperature of 4c. T4 did not drop below 28.5c. The system showed pump hours= 1635 and system hours= 1801. He provided the case data for the last 3 cases. The chiller tank reached 4c in all three cases. After replacing the pumps the water was able to cool. He stated that "an elbow was off and down in the reservoir, so that may have been the problem. He was unable to get a flow rate when the shunt tube was attached. With only the fluid delivery line (fdl) attached the device displayed a flow rate of 1.8lpm, inlet pressure (ip) of -6.9psi, and a pump command of 51%. When he reconnected the shunt tube, the flow rate dropped to 0.8lpm and the ip was -3psi. The tech tried two different shunt tubes and multiple valve sets. He confirmed that the fdl was properly seated, and that there was no visible damage. He removed the fdl and attached the calibration test unit (ctu). He was still unable to obtain any flow. The device displayed an alert 41 (low internal flow, insufficient internal flow during system priming or pre-conditioning). Per follow up, he ran a sensor calibration and noticed that the water sensor was only displaying three bars. He filled the device and ran a calibration. The device passed testing and was returned to service.